Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer cannot confirm that the damage occurred outside of the surgical procedure and can only report what the team stated on the sheet, and that was no fragments fell in the patient. The patient did not have to return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grey base and yellow plastic was broken on the permanent cautery hook insturment. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was found to have an ear of the distal clevis cracked. The instrument was also found to have a broken monopolar yaw pulley. The broken piece was missing as a result of breakage. The size of the missing piece is approximately 0.049¿ x 0.017¿. An additional observation not reported by site include a derailed grip cable at the distal end pulley. The yaw motion may be imprecise as a result. The instrument was also found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.